Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 2/3/2016. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to sui and rectocele. It was reported that following insertion the patient experienced abdominal pain, cramping, constipation, utis, sui, dyspareunia and grade 1 cystocele. It was reported that patient underwent right mesh removal on (B)(6) 2014 due to dyspareunia. It was reported that patient underwent a release of mesh on (B)(6) 2012 due to dyspareunia, increased post void residual and recurrent utis. It was reported that patient underwent a harvest of rectus fascia, pubovaginal sling on (B)(6) 2015 due to recurrent sui. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.